Event description:
It was reported that during an initial implant surgery, when the new demi-pulse generator had been implanted, and during the final interrogation, the following message appeared: "pulse generator is currently disabled due to v-bat less than eos threshold". Diagnostic testing had been performed twice prior to the final interrogation during the surgery and had revealed normal device function with greater than 10 years remaining to end of service. The generator was taken out of the chest pocket and was not implanted in the patient. A new generator was implanted in the patient with no further problems. The demi-pulse generator was returned to manufacturer for analysis. The end-of-service warning message was verified in the product analysis laboratory and found to be associated with the output being disabled by the pulse generator. The cause for this condition could not be determined. Once the output was re-enabled the electrical test showed that the pulse generator was operating within specification and the end of service condition was not duplicated. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.